Manufacturer narrative:
Failure analysis noted that the insulin pump had constant motor error alarm during rewind due to corroded motor home switch. They were unable to perform the displacement test due to the motor error alarm. The pump had cracked reservoir tube lip. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed motor error and insulin was leaking past both o-rings. The customer observed the motor error alarm several times in the last weeks. The alarm did not occur during priming and the pump was not bumped or exposed to high magnetic field. The drive support cap was okay. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.